Event description:
It was reported to boston scientific corporation, that during a therapeutic placement of a rx wallstent biliary endoprosthesis on a female, the stent was deployed successfully but as the delivery catheter was removed it was kinked, broken and had a loose tip. Approximately 20 cm of the tip detached and dropped into the duodenum. The physician used forceps to remove the tip. No patient complications were reported.

Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not been performed, therefore a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.